Event description:
It was reported that during the treatment of a ruptured saccular aneurysm in the internal carotid artery, a coil-related issue occurred with the axium helix coil and axium 3d coil, where the coil became stuck in the sheath three times. The aneurysm had a maximum diameter of 5 millimeters and a neck diameter of 2 millimeters, with moderate vessel tortuosity and normal blood flow. The devices were prepared as indicated in the instructions for use. The issue involved coil resistance and the coil being stuck in the sheath. The resolution or outcome of the event was not specified. 2024-12-09 e1 (for, dis, hcp): additional information received reported the coil accidentally broke during the procedure, and no detachment attempts had been made. There was no kink/damage observed on the pushwire.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3. Product analysis: equipment used: vis (m-78210), 203cm ruler (m-83361), pin gauge sets (m-84082, m-84080) as found condition (condition of returned device): 3 axium implant coils were returned for analysis within a shipping box; within their opened axium implant coil outer cartons and within their opened axium implant coil inner pouches. Visual inspection/damage location details: the axium implant coil was returned within introducer sheath. The axium implant coil pushwire was broken but retained by release wire at break indicator. The axium implant coil was found to be stretched and damaged within introducer sheath. The axium implant coil was unable to be pushed out from introducer sheath for further analysis as it was found to be stuck. No other anomalies were observed. Testing/analysis (including sem reports): the axium implant coil tip od (outer diameter) was measured to be 0.0113¿ which is within specifications. The ID (inner diameter) of the introducer sheath was measured to be 0.0180¿ which is within specifications. Conclusion: based on the device analysis and the reported information, the customer¿s report of ¿coil resistance/stuck in sheath¿ was confirmed; however, the root cause was unable to be determined. The customer reported preparing the axium implant coil as indicated in the IFU prior to use. It is possible insufficient preparation of the axium implant coil, damage during preparation or improper hubbing technique (over tightening of the rhv) could have contributed to the event. Based on the analysis performed, the customers report of ¿coil separation/break¿ was unable to be confirmed as the pushwires were returned with the implant coil still attached. H6. Coding updated based on analysis findings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.